Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the emergency room with the device in back-up vvi. Device download was performed successfully.